Event description:
It was reported that when the pump was refilled the prialt was removed. A bridge bolus was performed which resulted in a bolus delivery over 4 hours verses the intended 22 hours. Within four hours of the bridge bolus the patient didn't feel right and was admitted for observation and treatment with narcan. It was later reported that the patient had been on prialt for "some time now"; the drug was not new to her. She began to experience some cognitive changes over time. It was noted that at the same time the patient had been taking a lot of laxatives and was dehydrated which was felt to be a possible cause. The prialt dose was gradually decreased while the dilaudid dose was increased. Despite the decrease in prialt, the cognitive changes continued. Prialt was removed from the pump on (B) (6) 2010 because of the cognitive changes. At that time the patient experienced a metallic taste in her mouth and pain in her back and legs. She went to the emergency room for observation and was released. All events resolved within 48 hours of removing the prialt from the pump and she was "doing fine" on intrathecal dilaudid alone. The patient later complained of low back pain and tight spasms in her back and legs at night. The hcp felt this was her pain returning without the prialt which she took for low back pain. The patient had also reported redness in her face, which she had a history of, but this was not observed at the clinic visit.

Manufacturer narrative:
(B) (4) - metallic taste - (B) (4).